Manufacturer narrative:
(B)(4). Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
The synfix-lr loan sets should have a straight t15 screwdriver (388.311) on all sets. This screwdriver (388.311) with a smaller diameter shaft has been replaced on UK loan sets with a thicker diameter shaft straight screwdriver (388.392) which does not fit fully down the synfix-ir aiming device on the sets, I have previously noted this to our product management team that on our axon and synfix-lr sets we have the same screwdriver (388.392) with different diameter shafts and this is confusing and leads to serious problems in the or, as I have realized on two occasions with different surgeons: using the synfix-lr loan set used the awl through the aiming device, then inserted a screw with the straight screwdriver which on insertion got stuck half way down the aiming device, this meant the screw could not be advanced, or removed and the aiming device could not be removed, so the surgeons resorted to removing the entire synfix implant with screw half way into bone and aiming device with screwdriver jammed. As anyone having been in theatre for an anterior ease would know, this was removed from between the bifurcation of the major vessels and very nearly caused a vascular injury, fortunately we had a highly experienced surgeon in theatre that only just avoided this complication. This is 1 of 1 report for event # (B)(4).